Event description:
Caller reported experiencing elevated blood glucose levels up to 323 mg/dl; is able to self-treat with an insulin shot. Caller stated she changed to her backup pump and her readings returned to 85-170 mg/dl. Caller reported she switched back to the primary pump and her readings began to climb again. She believes the pump is not delivering insulin correctly. No adverse event reported. Requested return of the alleged pump for evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.